Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an inflammation at the pod insertion site while wearing the pod for approximately 77 hours. Upon removal, the insertion site was observed to be swollen, red, warm to the touch, painful, and exhibited pus accumulation with leakage from the site. The patient also reported pain at the insertion site and nodules beneath the skin. Blood glucose levels reached greater than 400 mg/dl, with a documented blood glucose value of 362 mg/dl obtained during medical evaluation. Medical assistance was sought on (B)(6) 2026 at kinderarzt am nierpark, and the patient was evaluated by a pediatrician for approximately 30 minutes. The patient was diagnosed with inflammation in the subcutaneous tissue. Treatment consisted of topical rivanol solution 0.1% (ethacridine lactate), bandaging, and regular dressing changes. No systemic antibiotics were required, and no fever was reported. The pod had already been removed prior to medical evaluation due to exceeding the intended wear time. A new pod was subsequently applied successfully. No further information was provided